Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg was suspected to have compromised by an electrocautery during a non device related surgery. As a result the patient was having difficulty connecting remote control to the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted ipg was discarded. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.